Event description:
Customer reported unregulated of the secondary infusion. The primary infusion was maintenance fluids, rate unknown. The secondary was a 200 ml bag of an unknown antibiotic intended to infuse at 100 ml/hr. The user reported the primary infused according to the programmed rate. The secondary was programmed in the secondary mode and when the start key was pressed, unregulated flow was observed from the secondary bag. The user closed the roller clamp partially to regulate the flow of the secondary. No patient harm reported and no medical intervention required. The primary and secondary administration sets were requested but have been discarded by the customer. The pcu and lvp were requested, but not received to date. A f/u report will be filed if product is received in the future.

Manufacturer narrative:
Manufacturer's report date: 11/19/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.